Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation and the internal conductor wires were insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the 8mm long bipolar grasper instrument was damaged thus, exposing black wire. There were no reports of patient involvement or patient injury. Intuitive surgical, inc. (Isi) received following additional information was obtained from initial follow-up: the damage to long bipolar instrument's conductor wire was observed prior to reprocessing. The cable was frayed. The instrument will be returned to isi for further evaluation.